Event description:
It was reported that the device had an error 41662.it is unknown if there was patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. One device received for investigation. The visual and functional testing was performed and found defective downstream occlusion (dso) motor. The motor replaced. The customer reported event was duplicated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.